Manufacturer narrative:
(B)(4). Device was not returned for analysis. The device was not returned for analysis. However, there was a packaging lot or batch number provided by the user facility. With this information, the manufacturing related records were reviewed and the final quality release criteria were met before the batches were released for distribution. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Manufacturer narrative:
(B)(4). Corrected data: catalog # = cdh29a.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a rectum procedure, the anvil pin was dislodged. The anvil fell off the device into the patient at the end of the procedure, after the anastomosis was done (cut and stapled well). The surgeon managed to take the anvil out of the patient without any patient consequence. Unknown how case was completed.

Manufacturer narrative:
(B)(4). The analysis results found that one device was received in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the anvil was attached to the trocar without any difficulties. A batch record review was performed and no anomalies were found during the manufacturing process.